Manufacturer narrative:
Although patient medical records for the peritonitis event have been requested multiple times by the post medical surveillance dept., the pdrn has indicated the documents shall not be provided. A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support regarding supply bag alarms. Follow up with the patient, it was learned she had been admitted to the hospital on (B)(6) 2015 for touch contamination peritonitis. Upon follow up with the patient's pd nurse, she confirmed that the patient was diagnosed with touch contamination peritonitis as a result of inadequate aseptic technique. She added that the patient started to have fibrin on or about (B)(6) 2015 and her effluent was cloudy. She confirmed that the patient was admitted to the hospital on (B)(6) 2015 for touch contamination peritonitis.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.